Event description:
It was reported that the wireless monitor event summary stated that 'mode switch may not be working properly' since sleep and capture management are both set to on. It was also reported that the device is a single chamber and has no mode switch option. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.